Event description:
It is reported that the pt complained of pain and swelling. A revision surgery was performed due to loosening. The articular surface was exchanged and increased in size.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced post-operative facial nerve paralysis. Neural response telemetry was attempted, however, no measurements were obtained. A CT scan revealed that the electrode array was outside of the cochlea. The device was explanted on (B)(6), 2010, and the patient reimplanted with a new device during the same surgery.